Manufacturer narrative:
(B)(4). Device analysis: the analysis found that one sr75 reload was received unfired and the swing tab was found to be in the locked position with the "doghouse" component of the cartridge damaged. No functional test could be performed due the condition of the reload. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, when joining the device halves over the long loaded reload it may appear as the device not closing or that the alignment locking lever is hard to close, causing the damaged noted. Please reference the IFU for proper cartridge loading. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that before an open hartmann's operation, the cartridge could not be loaded into the jaws. Another cartridge was used to complete the case. There were no adverse consequences to the patient. One device will be returning. No further information is available.